Event description:
Medtronic received info that the customer was unable to remove the introducer from this cannula, as described in step #18 of the instructions for use. This step occurs after the cannula has been positioned within the pt. The cannula was removed, and a similar device was used. The observation occurred with the second cannula as well. The customer returned both used cannulas, as well as two additional unused cannula from the same product lot. To date, there have been no reported pt complications.

Manufacturer narrative:
Analysis: visual inspection of the 2 used cannula shows that the introducers appear stuck inside the cannulas. No further testing was done on this product at this time. Next 1 of the 2 unused cannula was opened and tested. This introducer went in and out of this cannula with no interference in the basket area. However, slight interference at the tip end of the cannula was observed when the tapered portion of the introducer was inserted. All four of these products were returned to the supplier for analysis. A supplemental report will be submitted upon completion of the investigation. Review of the device history record shows that the product lot met mfg specifications when released for distribution. Conclusion: analysis demonstrates that reduced performance of the device occurred and was related to the event. To date, the underlying root cause for this issue has not been determined. A supplemental report will be submitted upon completion of the investigation. The pt was recannulated without reported complication.